Event description:
It was reported that shortly after implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as it needed to be repositioned due to an unknown reason. The procedure was not notified to a field representative so at this time, no further information is available. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that shortly after implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as it needed to be repositioned due to an unknown reason. The procedure was not notified to a field representative so at this time, no further information is available. No additional adverse patient effects were reported. The device remains in service. Additional information was received. This device was repositioned after the implant procedure due to swelling around the wound and subsequent device erosion. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that shortly after implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as it needed to be repositioned due to an unknown reason. The procedure was not notified to a field representative so at this time, no further information is available. No additional adverse patient effects were reported. The device remains in service. Additional information was received. This device was repositioned after the implant procedure due to swelling around the wound and subsequent device erosion. No additional adverse patient effects were reported. The device remains in service.